Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") and diverticulitis ("diverticulitis") in a female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included menorrhagia, pelvic pain, dysmenorrhea, menstrual cramps and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced diverticulitis (seriousness criterion medically significant). The patient was treated with surgery (essure coils removed and novasure performed on (B)(6).). At the time of the report, the medical device removal and diverticulitis outcome was unknown. The reporter considered diverticulitis and medical device removal to be related to essure. The reporter commented: removal details: (B)(6) 2015: dilatation and curettage with essure hysteroscopic tubal insert removal for exposed intrauterine device in the intrauterine cavity and novasure endometrial ablation. Diagnostic results: in addition, laparoscopic removal of the inserts can be extremely challenging and with her past surgical history she is a poor surgical candidate. Unfortunately it looks like her uterus is adherent to her abdomen from prior surgery and this was not addressed at the laparoscopy due to concerns for injury to her uterus and bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc. Event surgery was recoded to meddra llt medical device removal. Case was upgraded to incident from other event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and diverticulitis ('diverticulitis') in a female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included menorrhagia, pelvic pain, dysmenorrhea, menstrual cramps and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced diverticulitis (seriousness criterion medically significant). The patient was treated with surgery (essure coils removed and novasure performed on (B)(6).). At the time of the report, the medical device removal and diverticulitis outcome was unknown. The reporter considered diverticulitis and medical device removal to be related to essure. The reporter commented: removal details:(B)(6)2015:dilatation and curettage with essure hysteroscopic tubal insert removal for exposed intrauterine device in the intrauterine cavity and novasure endometrial ablation. Diagnostic results: in addition. Laparoscopic removal of the inserts can be extremely challenging and with her past surgical history she is a poor surgical candidate. Unfortunately it looks like her uterus is adherent to her abdomen from prior surgery and this was not addressed at the laparoscopy due to concerns for injury to her uterus and bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: this case (B)(4) duplicate of this case (B)(4), will go as deletion confirmed . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.